Event description:
It was reported " about 1 hour after the machine, the aortic counterpulsation machine suddenly stopped working. After immediate trou bleshooting, found that the helium tubing lumen gradually filled with blood. [The iab was removed] and the catheter was found to be bent at the end of the head". Additionally, it was reported that no harm or health consequences came to the patient. The patient's current condition was reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint for iab blood in helium pathway was confirmed upon investigation of the returned sample. The customer returned a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample for investigation. Returned with the sample was the 40cc inflation driveline tubing; some dried blood was noted inside the tubing. Upon return, the peel-away sheath was on the iabc. The iabc central lumen was noted broken within the flex-tip assembly area at approximately 5.4cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Some dried blood was noted within the helium pathway. The damaged central lumen can result in blood entering the helium pathway and an inability of the bladder to fully inflate. The bladder was also noted damaged by the broken central lumen. Upon functional inspection, a leak was noted from the iabc bladder, distal tip and iabc luer end which was consistent with the previously confirmed broken central lumen. The leak site was consistent with contact from the damaged/broken end of the central lumen. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lumen. The probable root cause of the complaint was undetermined. A CAPA was initiated under teleflex quality systems to address this issue.

Event description:
It was reported " about 1 hour after the machine, the aortic counterpulsation machine suddenly stopped working. After immediate "troubleshooting", found that the helium tubing lumen gradually filled with blood. [The iab was removed] and the catheter was found to be bent at the end of the head". Additionally, it was reported that no harm or health consequences came to the patient. The patient's current condition was reported as "fine".